Manufacturer narrative:
The investigation determined that reproducible, discordant, vitros phyt results were obtained for a single patient sample while using two different vitros 5600 integrated systems. The investigation could not determine a definitive root cause. There was no evidence that an instrument or reagent related issue contributed to the event. Additionally, a pre-analytical sample mix-up cannot be ruled out as a contributing factor.

Event description:
A customer obtained reproducible, discordant, vitros phyt results (16.1, 18.6 vs. An expected result = 38.0 g/ml) from a single patient sample using two different vitros 5600 integrated systems. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected results were not reported out of the laboratory as they were discordant with the expected result. There was no report of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).